Event description:
Infant born at 1222 today and was skin to skin in the recovery room with mother. The baby rn (registered nurse) was checking vital signs and discovered there was bleeding from the umbilical cord. Baby and mother with blood all over. Pressure applied to cord and neo arnp called and came right away to bedside. New umbilical clamp applied, newborn dried. Baby rn notified myself, mnb anm and I responded to bedside. Newborn well appearing on assessment. Arnp visually estimates 5-7ml blood loss. Appears clamp slid off end of cord. Arnp (advanced practise nurse practitioner) discussed what happened with parents, answered questions. Plan is for h&h in 6hrs. Dart rn (distress activation response team registered nurse) updated on event.